Event description:
The report received from the registry indicated that approx a year and a half post index procedure, a re-pci of the target lesion was conducted. The pt received a stent, which was deployed between the two cypher stents. The main indication for the index procedure was stable angina pectoris, the procedure was elective and included treatment of a restenotic lesion in the proximal left anterior descending (lad); the lesion had been previously revascularized and had been stented with a driver (medtronic) stent. The lesion was 29.5 mm long with a 1.9 mm reference vessel diameter. The eccentric lesion presented an irregular contour, excessive tortuosity with an angulation of >45 and <90 degrees. The lesion was not calcified, there was no thrombus and presented a diameter stenosis 72%; the lesion was classified as type b2. The lesion was treated with two 2.75x18mm cypher stents, which were not implanted overlapping. Both stents were deployed to 18 atmospheres (atms) and were post dilated to 16 atms. Post treatment, the lesion presented 9% stenosis. There were no reported complications during the index procedure and the pt was discharge the following day. Approx, one year and half, the pt underwent target lesion revascularization and received an endeavour stent in the proximal lad. The stent was deployed between the two stents implanted during the index procedure. A coronary angiography was performed indicating the vessel did not present any restenosis or peri-stent restenosis. The lesion presented 70% stenosis and timi ii flow. Although, it was reported that there was no restenosis, it is not possible to dissociate the new event from the previously implanted stents.

Manufacturer narrative:
The product is not available for eval and testing as it remains implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. This is one of two products involved in the same pt and reported under manufacturing numbers: 9616099-2008-02097 and 9616099-2008-02093. Add'l info will be submitted within 30 days upon receipt.